Manufacturer narrative:
Follow-up # 1 ¿ (04/20/2015).the patient¿s meter has been returned on 4/1/2015 and evaluated by lifescan product analysis on 4/3/2015 with the following findings:the meter involved with this complaint failed testing. The meter was found to have pcb contamination at solder side. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging he obtained an error 1 message on his onetouch verioiq meter. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that he obtained the alleged error message on saturday, ¿(B)(6) 2015¿. The patient manages his diabetes with insulin (self-adjuster). He reported that ¿after sunday night¿ he consumed ¿less food/drink¿ as a result of obtaining the alleged message. He also reported that ¿one day¿ after the start of the alleged issue, he developed symptoms of ¿shaking, nervous system was on fire, dizziness and lack of appetite¿. He alleged, on the night of ¿(B)(6) 2015¿, he increased his dose of lantus insulin by ¿3 units¿. He denied using any other device to test his blood glucose levels. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.